Event description:
It was reported prior to using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was a black gelatinous substance inside the tube (foreign matter). There was no report of impact to the patient or user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary- bd had not received samples, but 2 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was a black gelatinous substance inside the tube (foreign matter). There was no report of impact to the patient or user.